Event description:
It was alleged that multiple patients had required root canal retreatment due to the degradation of the realseal material. This is the third of three (3) reports.

Manufacturer narrative:
Patient specifics with regard to genders, ages, and weights were not provided. The patients had experienced the degradation of realseal material in the canal which the doctor reported had led to the formation of lesions which required a repeat root canal procedure and antibiotics for treatment. To date, all of the patient are doing fine. The product involved in the alleged incidents was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.